Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Prior to the hospitalization, it was stated that the insulin pump was exposed to an MRI and the customer had been high blood glucose levels ever since the MRI was performed. Troubleshooting was performed and the insulin pump passed the required tests including the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.